Event description:
It was reported that (1) lcsc5 was used with luke hand piece during a lap nephrectomy procedure. It was reported by the rep that the hospital was not certain what happened but a new lcsc5 was opened to complete the case. There was no consequence to pt.